Event description:
It was reported that the wake button was sticking. No adverse impact to the customer's blood glucose level was mentioned. The customer declined further follow-up from technical support, and additional information regarding the outcome was not provided.